Event description:
Device malfunction: balloon rupture. Time of device malfunction: during stenting procedure. Symptoms/ae: none. It was reported that no calcification was observed at the lesion so the xience v was directly delivered and crossed without pre-dilatation. During the first inflation at 9 atms, the balloon ruptured. Post-dil was performed using a non-abbott balloon and the stent was successfully apposed to the vessel wall. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). Results: product performance engineering was unable to perform an eval at the time of this report. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the balloon. There was no contrast visible. There was clear fluid in the balloon and inflation lumen. There was a kink in the distal shaft 2.5 cm distal to the guide wire exit notch. There was a bend in the hypotube 5 cm distal to the strain relief tubing. There was no other damage noted to the sds. A new indeflator, filled with water, was used in an attempt to pressurize the balloon to rbp (18 atms), when it was observed that fluid came out of pinhole in the proximal end of the balloon. There was a pinhole in the balloon at the distal end of the proximal marker band. There were no scratches found. The sds was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon completion.